Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of damage on the edge of the lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, upon lens placement inside the eye, there was a small damage on the edge of the lens. Lens remain in patient eye since its not located in sight. There were no negative consequences for the patient. Additional information was requested and received, stating the clinic replaced all company injectors and company loading forceps and replaced them with new ones. The suspicion was that there could be a burr on one of these medical devices, possibly causing the damage. So out of precaution, all new medical devices are in use now. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).